Event description:
During routine follow up, the ICD device involved in this notification could not be interrogated. Reportedly, it was connected to a defective medtronic sprint fidelis lead (under advisory), which could have generated oversensing; three shocks had been delivered.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.